Event description:
It was initially reported that the patient's blood glucose rose over 13.9 mmol/l (>250 mg/dl) while wearing the pod on the arm for between 25 and 36 hours. Patient reported that the adhesive of the pod failed to adhere and insulin was leaking during wear. The device was returned and evaluated. The cannula was damaged.

Manufacturer narrative:
The device was returned and evaluated. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was observed to be flattened and stretched which caused the soft cannula to measure out of specification, 28.24 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.